Manufacturer narrative:
The facility is using a non-abbott generator and is not returning the product for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a procedure the generator displayed a white blank screen. Different outlets were tried and the switches were changed but the issue remained. The procedure was aborted and there were no adverse consequences to the patient.